Manufacturer narrative:
Physio-control further evaluated the device and reproduced the reported issue by putting the device in a temperature chamber. Physio replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. When the system pcb assembly was evaluated, the reported issue could no longer be reproduced and no discrepancies could be observed. Further root cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.(B)(4)

Event description:
It was reported to physio-control that the customer's device intermittently would not power on. The power and battery leds were blinking when the device was powered on, the screen was flickering and the device automatically powered off. There was no patient use associated with the reported event.